Event description:
Complainant alleged that the while attempting to treat a patient the device internally dumped the energy after charging up to defibrillate the patient. After receiving a "no shock advised" message, the device self-charged energy inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.